Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.3775¿ x 0.215¿ in size.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a broken clamp pulley. The procedure was completed as planned with no reported injury.